Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic gastric hemostasis procedure for treatment. During preparation, the clinician stated the resolution clip device would not advance out of the sheath. A subsequent device was used, but with the same results. The pt did not sustain any complications or ill effects as a result of this issue. Also please note that the date of the event could not be obtained from the customer. The procedure was completed successfully with another of the same device please note associated medwatch reports 6000048-2006-00340. .

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.we are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.